Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because reporter contacted lifescan alleging usb cable that comes with her new meter is not charging when she plugs it to her computer and issue was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.